Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012426557 was returned and analyzed. Visual inspection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issues. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.08223 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00739 psig and in an acceptable range. In conclusion, the reported air ingress was not reproduced during analysis. The sheath passed returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparations for a pulse field ablation procedure, small air bubbles were repeatedly visible during the aspiration of the sheath when the pulseselect catheter was advanced into it. This phenomenon was noted to occur only when the catheter was in the sheath. Initially, a 50 milliliter syringe was used for aspiration, and later, a 20 milliliter or even a 10 milliliter syringe was used, yet small air inclusions were still visible. The customer routinely works with various types of sheaths, flushing and aspirating them with this technique, but only the sheaths consistently showed small air bubbles during aspiration. The sheath was replaced. The case was completed. No patient complications have been reported as a result of this event.